Event description:
A malfunction alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Backup therapy was not available, prompting the customer to consult a healthcare provider.